Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose after announcing and eating a usual meal that included a slice of banana bread, with a highest sensor reading of 225 mg/dl and a contemporaneous fingerstick of 186 mg/dl, and no device alerts occurred. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and no assistance required, and the glucose level trended down within about one hour. Investigation included troubleshooting and user education focused on meal announcement and meal size entry. Investigation of this case revealed user-related factors, including an incorrect meal size announcement, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.